Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they received motor error alarms. The customer's blood glucose was around 500 mg/dl at the time of call. The customer's mother stated that the drive support cap was sticking out. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, unexpected restart, rewind, and displacement tests. No motor error alarms were noted. However, the pump alarmed motor error due to a slightly loose drive support disk. Unable to perform the occlusion, prime or excessive no delivery alarm test due to the motor error. The motor was tested outside of the device and it passed. The pump was received with cracked battery tube threads, a broken belt clip slot and minor scratches on the lcd window.